Event description:
#Medwatcher #(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2009. This medical device is now manufactured by bayer, formerly by conceptus inc. My lot number is 629302. My model number is ess305. This device has a 3 year shelf life, however I do not have the expiration date. The onset of my complaint was approximately (B)(6) 2011 experimenting dysmenorrhea and heavy bleeding. I had an uterine cryoablation for these symptoms (B)(6) 2012. With no resolution of symptoms I had a "and" with thermal uterine ablation (B)(6) 2013. Shortly after I was experiencing severe chronic pelvic pain. Ultrasound imaging along with CT scan of abdomen and pelvis performed. I had an exploratory laparoscopy (B)(6) 2014. Continue to experience pelvic pain and dysmenorrhea. The device is still inside of me. I have no pre existing medical conditions and do not take chronic medication.